Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgical procedure on (B)(6) 2018, the 1.8mm drill bit would not pass through the 2.4mm universal drill guide. It was further reported that the drill guide was not assembled correctly, as the 2.0mm side was inserted. Surgeon used the 2.0mm side of an unknown drill guide instead. Procedure was completed with no patient consequence. This report is for one (1) 1.8mm drill bit. This is report 2 of 2 for (B)(4).

Event description:
The initial complaint was reviewed and found not reportable. Reportedly the drill guide had been put together incorrectly. The reporter stated that there is no issues with the drill bit and that the malfunction is with the drill guide which has been reported on MFR number 2939274-2018-53882.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The initial complaint was reviewed and found not reportable. Reportedly the drill guide had been put together incorrectly. The reporter stated that there is no issues with the drill bit and that the malfunction is with the drill guide which has been reported on MFR number 2939274-2018-53882. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.